Manufacturer narrative:
The field service engineer determined there were several impurities in the system. The probe and water tank were visibly dirty. The dirty parts of the analyzer were cleaned and the water filter was changed. After the service actions controls recovery went down about 1 mg/dl and is now closer to the target value. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have been having ongoing issues with discrepant high results for an unspecified number of patient samples tested with ua2 uric acid ver.2 on a cobas c 111. The high values are reported outside of the laboratory to doctors. The doctors doubt the values due to the clinical pictures of these patients. The customer provided data for one patient sample. This patient is a young healthy patient. The results from the sample were reported outside of the laboratory. The sample was tested twice, resulting with uric acid values of 8.77 mg/dl and 8.79 mg/dl. The uric acid reagent lot number and expiration date were requested, but not provided.